Event description:
The rptr, after troubleshooting with a lifescan rep, found that he was placing his blood sample on the white part of the strip. There was no allegation of harm or medical intervention.